Event description:
A pt developed swelling of the lips and became dizzy after a procedure was performred using nupro prophy paste. The symptoms resolved after the pt was admin calcium and an antihistamine.